Event description:
A failure code 570:320. The event was reported to have occurred during biomed testing. The hospital representative stated no patient injury had been reported. Though requested, no additional information was provided regarding the demographics of the patient, the medication involved, or the device programming.